Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. . Replacement charging supplies were sent to the customer to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.